Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A customer reported smelling arf gas and would like the system checked. Reporter indicated there was no patient involved. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. During a onsite visit the fse (field service engineer) replaced the halogen filter, evacuated the lines three times, with the gas bottle still closed and system off. Replaced the test adapter and laser head, and successfully completed system verification to specification. No sample was received. The root cause could not be identified by the investigation. Most possible root cause are worn laser head and halogen filter. The manufacturer internal reference number is (B)(4).